Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t-wave oversensing. There was an inquiry into a potential pacemaker mediated tachycardia (pmt) episode although it was suspected to have been sinus tachycardia at the maximum tracking rate as opposed to a true pmt episode. The crt-d remains implanted and in service. No adverse patient effects were reported.